Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid 2mg/ml at 0 .82mg/day via an implantable pump. The indication for use was spinal pain. It was reported that the patient's pump was moved from the back to the front due to discomfort. The patient stated that he hit the pump on a doorknob multiple times and had elected to have the pump moved to the front which was done today. The patient had mentioned he had been having discomfort for ~1 month.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.